Event description:
A report was received that the newly implanted patient noticed yellowish discharge from the dressing. The upper back incision had one area towards the bottom that was oozing a little. The physician noted that one area of the surgical incision has not healed completely. Infection was procedure related. The patient was prescribed antibiotics. The patient is reportedly doing well and the incision is healing as expected. No further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4). Description: precision spectra implantable pulse generator.